Event description:
It was reported that the arctic sun device screen showed that to enter current password and chiller pump was not functional. Per follow up information received via email on 23jun2023, distributor has confirmed the fault and would send the control panel back to USA for repair. Not resolved yet, waiting for distributor to send control panel back to dymax for repair. Per follow up information received via email on 30jun2023, patient was involved. But they did not have the patient details. Patient completed the therapy using another machine. No harm caused.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device screen showed that to enter current password and chiller pump was not functional. Per follow up information received via email on (B)(6)2023, distributor has confirmed the fault and would send the control panel back to USA for repair. Not resolved yet, waiting for distributor to send control panel back to dymax for repair. Per follow up information received via email on (B)(6)2023, patient was involved. But they did not have the patient details. Patient completed the therapy using another machine. No harm caused.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.